Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer's blood glucose level was 258 mg/dl. Reportedly, the customer indicated that their healthcare provider would be contacted for backup insulin therapy. While attempting to put the pump into shelf mode, the customer stated that the pump was unable to be charged despite attempting multiple cables.